Event description:
A report was rec'd that a palmaz-schatz stent restenosed; all details are unk. Absolutely no medical history or procedural details were provided. Treatment included balloon dilatation only.

Manufacturer narrative:
There was no add'l info regarding the palmaz-schatz stent (catalog and lot number, date of implant, etc.) It was unk where the wiktor stent was implanted at the mid (lad) left anterior descending artery, but is was not inside. The pt's weight was unk. Aspirin and clopidogrel sulfate were administered. The affiliate could not obtain the info both the pt's medical and medicine history. No further info was available. This prod is similar to us cypher stent. No prod was returned for eval; it remained implanted. A review of the mfg records could not be done without a lot number. Restenosis is a potential adverse event associated with coronary artery stenting. Pt's who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions; however, without add'l info, it is not possible to determine what factors may have contributed to this event.